Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1: 09/21/2017 -device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: the cgm transmitter was successfully placed on the walkabout box. The transmitter was paired with a test pump correctly. The blood glucose value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2 hours. A discharged transmitter battery failure has been determined.